Manufacturer narrative:
This device is used for treatment not diagnosis. The measuring hook component is secured to the depth gage body by m1.6 "thead" and a mechanical stake which is a typical method used to secure measuring hooks to depth gage bodies. The design is adequate for its intended use and did not contribute to this complaint condition. The returned device was manufactured in january 2005 and is over 7 years old. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
A surgeon was placing a tslp plate from l1 to l3 from a lateral approach. The surgeon tapped the tip of the depth gauge bilaterally at l3 through the tslp plate and drill guide. The depth gauge became stuck after it broke the far cortex and the shaft broke off. The surgeon pulled the shaft out with a pair of pliers and completed the procedure with no further problem, no reported harm to patient.